Event description:
It was reported that device had a system fault. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement.

Manufacturer narrative:
(B)(6). H3: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg 7/8/2024. One device was returned for analysis. Visual inspection showed a cracked syringe port window and scratches on the screen. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the motor. As a result, the motor was replaced. Service history review identified that the device was last serviced 29-may-2020 for an issue related to ¿screen damage / case¿ per ro# (B)(4).